Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch#: (B)(4). A facility reported: "during procedure, the mallis irrigating tubing for the bipolar was malfunctioning. Multiple tubing pulled from stock with same lot number were opened and non-functioning. All this tubing was discarded. Once a new lot number was opened, there were no further issues identified. The team pulled all stock with affected lot number and worked with field representative on replacing used stock item. No further events have been reported to date." No patient injury reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h6, h11. The bipolar irrigating tubing (9190002rp) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the unit was evaluated using a continuity test per test method. The complaint was verified through failure analysis. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.